Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration -yes') in an adult female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective." The patient's medical history included endometriosis and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic/ abdominal/ chronic") and abdominal pain ("pelvic/ abdominal") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (hyst. (Full),oophorectomy (unilateral),salping. (Unilateral),and lysis of adhesion). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, migration, perforation. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received: reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration -yes') in an adult female patient who had essure (batch no. 626687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included endometriosis and pelvic adhesions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic/ abdominal/ chronic") and abdominal pain ("pelvic/ abdominal") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (hyst. (Full),oophorectomy (unilateral),salping. (Unilateral),and lysis of adhesion). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration -yes'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." And device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic/ abdominal/ chronic") and abdominal pain ("pelvic/ abdominal") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full),oophorectomy (unilateral),salping. (Unilateral)). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for pain, migration, perforation. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case become valid. Injury nos replaced with new events. Added event migration, perforation: uterus, pain: pelvic/ abdominal, stillbirth/miscarriage, plaintiff did not undergo essure confirmation test. Reporter's information was added. Patient's demographics was added. Updated outcome of pain from unknown to recovered/resolved. Date of insertion was updated. Date of removal was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.